Event description:
It was reported that during a lap cholecystectomy procedure, the instrument kept beeping before penetrated into patient's body; the product could not be used. There was no patient consequence.